Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On 05/11/2026, a healthcare professional reported that the anchor broke in the appliance. The patient's oral hygiene is excellent. The device was delivered to the patient on (B)(6) 2026. The incident occurred on (B)(6) 2026. The patient reported the issue and stopped using the device on (B)(6) 2026. The appliance was replaced twice. The patient didn't suffer any permanent harm/injury, and no medical intervention was required. The patient cleaned and stored the device as per the device's instructions for use.